Manufacturer narrative:
This complaint was identified during our retrospective review on complaints from our facility in (B)(4). Based on available information, our medical determination is that this adverse event is serious: the patient was reported to have bled per urethra after a urinary catheter whose balloon had failed to deflate with several attempts was removed forcibly. (B)(4). Note: the actual date of event unknown, so the date used was the date we became aware.

Event description:
This complaint was received by (B)(4) on (B)(6) 2012 from (B)(6) for product 2 way tiemann foley catheter size 18x10. Customer complaining: "balloon would not deflate". The doctor tried cutting the catheter, also using a guide wire to pop the balloon but the saline did not drain. The catheter was finally pulled out which caused bleeding.